Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent #2 evo-fc-20-25-12-e (B)(4). Procedure: was the stent placed at the intended location at completion of the procedure? Yes. Were any additional procedure (s) performed during the study procedure? No. Were any device deficiencies documented during the placement procedure? No. Were any adverse events documented during the stent procedure? No. Was tumor-reduction therapy documented during follow up? Yes-chemotherapy user error: after stent placement, additional methods of treatment such as chemotherapy and irradiation may increase the risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding. At the conclusion of follow-up what was the status of the study stent: the stent remained in place (or inside the patient) at 6 months post placement or at the time of death.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-jan-23.

Manufacturer narrative:
Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation for evo-fc-20-25-12-e of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label the instructions for use, which accompanies this device, states ¿after stent placement, alternative methods of treatment such as chemotherapy and tumour shrinkage should not be administered this may increase risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding.¿¿ there is evidence to suggest that the customer did not follow the instructions for use. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It is known from the available information that the patient received chemotherapy after stent placement. Summary of investigation according to the customer the patient received chemotherapy after stent placement. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user had not complied with the requirements of the IFU with respect to the intended use of the device. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This correction supplemental report is being submitted because section f.10 health effect - impact code (annex f) was updated from f19 to f26 on 08-mar-2023.

Manufacturer narrative:
Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation for evo-fc-20-25-12-e of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the instructions for use, ifu0061 which accompanies this device, states ¿after stent placement, alternative methods of treatment such as chemotherapy and tumour shrinkage should not be administered this may increase risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding.¿¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It is known from the available information that the patient received chemotherapy after stent placement. Summary of investigation: according to the customer the patient received chemotherapy after stent placement. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. The stent remained in place (or inside the patient) at 6 months post placement or at the time of death. Investigation findings conclude a definitive root cause was established. The user had not complied with the requirements of the IFU with respect to the intended use of the device. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.